Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2011 due to battery depletion. During the replacement an extension fracture was observed. On (B)(6) 2011 the extension was replaced. There was a fractured part and three corroded parts were observed when the extension was explanted. A small section of the extensions adhered to the muscle coat and was left in the patient. After the replacement the patient recovered w/o sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.